Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result of 168 mg/dl and experienced dizziness and tremors. Customer was unable to self-treat and was seen at a hospital where a reading of 31 mg/dl was obtained on the healthcare professional meter. Customer was treated with glucose and no further treatment was reported. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event. Additional readings of 138 mg/dl and 34 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant, however it is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.